Event description:
The customer was hospitalized for high bgs a week prior to that call. Troubleshooting was performed. The pump passed the functional testing. The customer stated that the programming on the pump is correct. A replacement pump was requested.